Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing vasoplegia. Then, on (B)(6) 2021 the patient was experiencing anemia. On (B)(6) 2021 the patient was experiencing decreased albumin levels. On (B)(6) 2021 the patient was experiencing thrombocytosis. On (B)(6) 2021 the patient was experiencing swelling on their forearm. An upper extremity venous ultrasound was performed and deep vein thrombosis was confirmed within a paired right brachial vein.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. A direct correlation between the device and the reported peripheral thromboembolism and patient conditions could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021 the patient was experiencing left pleural oozing. A CT scan was performed and a stitch was placed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing a thromboembolism. An ultrasound was done which was positive for deep vein thrombosis. Occlusive thrombosis of the right internal jugular vein was present. On (B)(6) 2021 the patient's hemoglobin was at baseline at a 9, then on (B)(6) 2021 it dropped it 7.6 and 7.7. On (B)(6) 2021 when coming off of bypass the patient was vasoplegic. The patient was started on dba and given methylene blue. The patient was weaned off vasopressors. On (B)(6) 2021 a non-specific electrocardiogram revealed an intra-ventricular conduction block. On (B)(6) 2021 the patient was experiencing hyponatremia. On (B)(6) 2021 the patient experienced a new nonocclusive thrombus within the left internal jugular vein and innominate vein. Also on (B)(6) 2021 an electrocardiogram revealed a right branch block. On (B)(6) 2021 the patient was experiencing hypoalbuminemia. Another electrocardiogram was performed on (B)(6) 2021 which revealed an intraventricular block. On (B)(6) 2021 the patient experienced right lower quadrant pain and tenderness worsening with palpation. No bruising was noted. The patient was able to eat and pass gas. An abdominal x-ray was performed on (B)(6) 2021 which revealed that the patient was constipated and had gas distended bowel loops noted in the mid and left hemiabdomen which may have been representing ileus versus high grade intestinal obstruction. There was no high grade obstruction. An abdominal ultrasound showed hepatomegaly, pleural effusions, and gallbladder sludge. Partial imaging was taken of the aicd device and left ventricular assist device (lvad). The patient was weaned off of dobutamine and milrinone. On (B)(6) 2021 the patient was no longer experiencing abdominal tenderness.